Manufacturer narrative:
One unpackaged ar-3373-4202 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the stopcock was detached from the sheath at the weld, it was also noted that the sheath outside diameter was broken. Functional testing was not performed due to the damage to the device. The most likely reason for the reported failure is user error due to mishandling the device. The device¿s manufacturing date is 25-mar-2024. It is possible that the device fell or sustained blunt force damage. Refer to investigation photos. The complaint allegation is confirmed.

Event description:
On 01/02/2025 it was reported by a sales representative via (B)(4) that an ar-3373-4202 sheath stopcock fell off. This was discovered during the case with no patient harm.